Manufacturer narrative:
The returned device was evaluated and the investigation found a hole at the distal tip of the formed needle on the soft cannula. When the fluid path was manually occluded, insulin diverted through the hole. No damage or defects were found on the needle mechanism assembly. Although damage was found on the soft cannula, the cause of the reported event could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod . Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 395 mg/dl while wearing the pod between 24 and 36 hours. The adhesive pad was not secure on the patient's site. The pod¿s cannula was found dislodged while wearing it on the abdomen. For treatment, the patient gave a manual injection of 10 units for over a period of 10 hours.